Event description:
This unsolicited case from united states was received on 12-jan-2018 from other non-healthcare professional. This case involves a (B)(6) female patient who received treatment with synvisc one and after unknown latency experienced increased swelling and increased pain, 17 days later had aspiration 50cc fluid, aspiration again 75cc fluid and culture was yellow and cloudy. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose: not provided) for osteoarthritis knee. On an unknown date, after unknown latency, the patient experienced increased swelling. Went to pc. Sent her back to ortho. Called on (B)(6) 2017. On (B)(6) 2017, 17 days after initiating treatment with synvisc one, the patient came in and 50cc fluid sent to for culture was yellow and cloudy. Culture came back normal. On (B)(6) 2017, the patient came in again. On unknown dates, after unknown latencies, the patient experienced increased pain and swelling. A 75 cc fluid was aspirated again. The patient came in again on (B)(6) 2018 and was still experiencing pain. The patient was given antinflammatory medications and prescribed pt. Corrective treatment: antinflammatory meds and prescribed pt for increased pain; not reported for rest of the events. Outcome: not recovered/not resolved for all the events. Seriousness criteria: disability for all the events. Pharmacovigilance comment: sanofi company comment dated 18-jan-2018: this case concerns a patient who has received synvisc one injection for osteoarthritis knee. Later patient experienced swelling, joint aspiration, increased pain and synovial fluid analysis. The role of the suspect product in the occurrence of the events cannot be ruled out. However, further information pertaining to event onset date, patient's medical history, concurrent condition and concomitant medication will aid in complete case assessment.

Event description:
Based on the information received on 26-mar-2018 from a healthcare professional, this case become medically confirmed. This case involves a 56-year-old female patient who received treatment with synvisc one and after unknown latency experienced increased swelling and increased pain, 17 days later had aspiration 50cc fluid, aspiration again 75cc fluid and culture was yellow and cloudy, synovial fluid neutrophile present/synovial fluid monocytes present/synovial fluid lymphocytes present/synovial fluid white blood cell positive (latency: 24 days) and synovial fluid red blood cells positive (latency: 24 days). Also, device malfunction was identified for the reported lot number. Patient was not pregnant. Patient is allergic to budeprion xl, erythromycin (had rash) and penicillin (had rash). Patient had medical history of diverticulitis, hypertension (htn), hyperthyroidism, psoriasis and transient ischemic attack (tia). Concomitant medication included atorvastatin. On (B)(6) 2017 , the patient received treatment with intra-articular synvisc one injection, 1 dose (batch/ lot number: 7rsl021; expiration date: 31-may-2020) for once for primary osteoarthritis of left knee. On an unknown date, after unknown latency, the patient experienced increased swelling. Went to pc. Sent her back to ortho. On (B)(6) 2017 , the patient first contacted the physician expressing concerns. Called on (B)(6) 2017 . On (B)(6) 2017 , 17 days after initiating treatment with synvisc one, the patient came in and 50cc fluid sent to for culture was yellow and cloudy. Culture came back normal. On (B)(6) 2017 (after 24 days of receiving first injection of synvisc one), the patient came in again. On the same day, 75 cc of straw colored fluid was aspirated, 1cc of depo-medrol was injected after aspiration. Aspirated fluid was sent for crystals, gram stain, and cultures. Physical therapy and anti-inflammatory were prescribed. On the same day, gram stain test revealed no bacteria and many white cells, cell count in synovial fluid was white blood cells: 27, 242, (units, reference range: not provided), fluid red blood cells: 27 (units, reference range: not provided) and fluid had yellow cloudy appearance; differential count of synovial fluid was segmented neutrophils-84%, lymphocytes: 2%, monocytes: 14%. On the same day, the knee x-ray showed moderate joint effusion/moderate medial compartment osteoarthritis. On unknown dates, after unknown latencies, the patient experienced increased pain and swelling. 75 cc fluid was aspirated again. The patient came in again on (B)(6) 2018 and was still experiencing pain. The patient was given anti-inflammatory medications and prescribed pt. Corrective treatment: antiflammatory meds and prescribed pt for increased pain; not reported for rest of the events outcome: unknown for synovial fluid neutrophile present/synovial fluid monocytes present/synovial fluid lymphocytes present/synovial fluid white blood cell positive and synovial fluid red blood cells positive; not recovered/not resolved for rest all the events a product technical complaint was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for all the events reporter causality: not reported; yes (related) for synovial fluid white blood cells and red blood cells positive additional information was received on 17-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Additional information was received on 26-mar-2018 from a healthcare professional. Indication for the synvisc one was updated from osteoarthritis knee to primary osteoarthritis of left knee. Batch/lot number: 7rsl021 and expiration date was added for synvisc one. Pregnancy status was added. Events synovial fluid neutrophile present/synovial fluid monocytes present/synovial fluid lymphocytes present/synovial fluid white blood cell positive and synovial fluid red blood cells positive were added. Concomitant medication, past drug, drug allergies, medical history were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2018: follow up information does not change the previous case assessment. This case concerns a patient who has received synvisc one injection for osteoarthritis knee. Later patient experienced swelling, joint aspiration, increased pain and synovial fluid analysis. The role of the suspect product in the occurrence of the events cannot be ruled out. However, further information pertaining to event onset date, patient's medical history, concurrent condition and concomitant medication will aid in complete case assessment.

Event description:
Increased swelling [swelling] aspiration 50cc fluid/aspiration again 75cc fluid [joint effusion] increased pain [pain aggravated] culture was yellow and cloudy [synovial fluid analysis abnormal] device malfunction [device malfunction] synovial fluid neutrophile present/synovial fluid monocytes present/synovial fluid lymphocytes present/synovial fluid white blood cell positive [synovial fluid white blood cells positive] synovial fluid red blood cells positive [synovial fluid red blood cells positive] case narrative: based on the information received on 26-mar-2018 from a healthcare professional, this case become medically confirmed. This case involves a 56-year-old female patient who received treatment with synvisc one and after unknown latency experienced increased swelling and increased pain, 17 days later had aspiration 50cc fluid, aspiration again 75cc fluid and culture was yellow and cloudy, synovial fluid neutrophile present/synovial fluid monocytes present/synovial fluid lymphocytes present/synovial fluid white blood cell positive (latency: 24 days) and synovial fluid red blood cells positive (latency: 24 days). Also, device malfunction was identified for the reported lot number. Patient was not pregnant. Patient is allergic to budeprion xl, erythromycin (had rash) and penicillin (had rash). Patient had medical history of diverticulitis, hypertension (htn), hyperthyroidism, psoriasis and transient ischemic attack (tia). Concomitant medication included atorvastatin. On (B)(6) 2017 , the patient received treatment with intra-articular synvisc one injection, 1 dose (batch/lot number: 7rsl021; expiration date: 31-may-2020) for once for primary osteoarthritis of left knee. On an unknown date, after unknown latency, the patient experienced increased swelling. Went to pc. Sent her back to ortho. On (B)(6) 2017 , the patient first contacted the physician expressing concerns. Called on (B)(6) 2017 on (B)(6) 2017,17 days after initiating treatment with synvisc one, the patient came in and 50cc fluid sent to for culture was yellow and cloudy. Culture came back normal. On (B)(6) 2017 (after 24 days of receiving first injection of synvisc one), the patient came in again. On the same day, 75 cc of straw colored fluid was aspirated, 1cc of depo-medrol was injected after aspiration. Aspirated fluid was sent for crystals, gram stain, and cultures. Physical therapy and anti-inflammatory were prescribed. On the same day, gram stain test revealed no bacteria and many white cells, cell count in synovial fluid was white blood cells: 27, 242, (units, reference range: not provided), fluid red blood cells: 27 (units, reference range: not provided) and fluid had yellow cloudy appearance; differential count of synovial fluid was segmented neutrophils-84%, lymphocytes: 2%, monocytes: 14%. On the same day, the knee x-ray showed moderate joint effusion/moderate medial compartment osteoarthritis. On unknown dates, after unknown latencies, the patient experienced increased pain and swelling. 75 cc fluid was aspirated again. The patient came in again on (B)(6) 2018 and was still experiencing pain. The patient was given anti-inflammatory medications and prescribed pt. Corrective treatment: antiflammatory meds and prescribed pt for increased pain; not reported for rest of the events. Outcome: unknown for synovial fluid neutrophile present/synovial fluid monocytes present/synovial fluid lymphocytes present/synovial fluid white blood cell positive and synovial fluid red blood cells positive; not recovered/not resolved for rest all the events a product technical complaint was initiated with global ptc number:(B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for all the events. Reporter causality: not reported; yes (related) for synovial fluid white blood cells and red blood cells positive. Additional information was received on 17-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Additional information was received on 26-mar-2018 from a healthcare professional. Indication for the synvisc one was updated from osteoarthritis knee to primary osteoarthritis of left knee. Batch/lot number: 7rsl021 and expiration date was added for synvisc one. Pregnancy status was added. Events synovial fluid neutrophile present/synovial fluid monocytes present/synovial fluid lymphocytes present/synovial fluid white blood cell positive and synovial fluid red blood cells positive were added. Concomitant medication, past drug, drug allergies, medical history were added. Clinical course updated. Text was amended accordingly. Follow-up information was received on 05-apr-2018. No new information was received.

Event description:
This unsolicited case from united states was received on 12-jan-2018 from other non-healthcare professional. This case involves a (B)(6) year old female patient who received treatment with synvisc one and after unknown latency experienced increased swelling and increased pain, 17 days later had aspiration 50cc fluid,aspiration again 75cc fluid and culture was yellow and cloudy. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose: not provided) for osteoarthritis knee. On an unknown date, after unknown latency, the patient experienced increased swelling. Went to pc. Sent her back to ortho. Called on (B)(6) 2017. On (B)(6) 2017, 17 days after initiating treatment with synvisc one, the patient came in and 50cc fluid sent to for culture was yellow and cloudy. Culture came back normal. On (B)(6) 2017, the patient came in again. On unknown dates, after unknown latencies, the patient experienced increased pain and swelling. 75 cc fluid was aspirated again. The patient came in again on (B)(6) 2018 and was still experiencing pain. The patient was given antiflammatory medications and prescribed pt. Corrective treatment: antiflammatory meds and prescribed pt for increased pain; not reported for rest of the events outcome: not recovered/not resolved for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for all the events additional information was received on 17-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 17-jan-2018:: follow up information does not change the previous case assessment. This case concerns a patient who has received synvisc one injection for osteoarthritis knee. Later patient experienced swelling, joint aspiration, increased pain and synovial fluid analysis. The role of the suspect product in the occurrence of the events cannot be ruled out. However, further information pertaining to event onset date, patient's medical history, concurrent condition and concomitant medication will aid in complete case assessment.